Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation. The device's multi-function cable was removed and returned. The reported malfunction was not replicated or confirmed. The cable was put through extensive testing without duplicating the malfunction. Damage was observed on the patient end of the cable. But this would not prevent the device from delivering therapy. The cable was scrapped and the customer received a replacement. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing the device's associated multi-function cable was not functioning. Complainant indicated that there was no patient involvement in the reported malfunction.